Event description:
Procedure: bullectomy. According to the reporter: the staples in the middle of staple line stayed their legs straight. The surgeon could not fix the incomplete staple line through a laparoscope. Thus, converted to open surgery. Under 200cc bleeding occurred. The pt status was reported as under observation.